Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having discharge from the back of his nose into his throat. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have discharge from the back of his nose into his throat. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was performed by the manufacturer. The manufacturer found sticky contaminants in multiple locations on the device enclosure. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of corrosion on the bluetooth antenna trace of the pca, evidence of light dust contamination was found throughout the airpath including the interior of the blower box assembly. The manufacturer also found greater concentration of dirt and dust collected between the blower box assembly and the blower output seal. The device's downloaded event log was reviewed by the manufacturer and found no error. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed light contamination in the airpath and corrosion on the pca. Section d9, g3, h6 has been updated / corrected.